Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05042. Related manufacturer report number: 2017865-2020-05043. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
Analysis found that only the connector portion of the lead was returned in one-piece measuring 21.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.